Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after a thyroidectomy procedure of the left neck lipoma, the scrub nurse removed the surgical drapes and noted a blister on the patient's left neck. The patient received a 0.5cm x 1cm blister about 4cm away from the incisional wound. The surgeon was immediately notified and tetracycline ointment was ordered and applied to the affected area. The site confirmed that the burn was not due to equipment / instrument defects or malfunction.